Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had screen did not work, buttons did not work, and plunger was out. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass cause by dog chew on the pump. Device received missing motor support disk, detached end cap, torn keypad overlay, cracked case with dog chew marks and broken reservoir tube lip. The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage. (B)(4).